Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 100mg/dl vs lab reading of 203mg/dl. Tests were done within 5 minutes with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.